Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an unexpected restart alarm and two other insulin pump error alarms. Troubleshooting was done for insulin pump error alarms. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the unexpected restart alarm recurred after battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21, 17 and 47 alarm noted during test. (B)(4).